Event description:
Covidien formerly tyco healthcare received a report from a biomedical engineer that the unit did not provide an audio tone. There was no pt harm reported.

Manufacturer narrative:
The unit was requested back for investigation, but it has not yet been received.